Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into the clinic today stating that they were getting intermittent alarms coming from the mobile power unit (mpu) over the last week but said they were seeing nothing on the system controller when it happened. Examples given by the patient were that if they moved a certain way or moved the system controller while on the mpu it would alarm. This unit was given to the patient at implant which was (B)(6) 2022. The serial number was (B)(6). The patient changed the batteries in the unit and confirmed it was plugged in and receiving power. This unit was plugged in when in the clinic for around 30 minutes with no issues. The patient stated that the green power light was always on and did not remember seeing the yellow wrench lit on the mpu. This unit was exchanged for a new unit in clinic and the unit was available for return. Log files were sent for review, and the event file did not capture any instances when the patient was connected to the mpu. The periodic file did capture several instances when the patient was connected to the mpu and the voltages were normal at these times. The patient could not remember the alarm that they were receiving, as the alarm was waking them up but would stop before the patient went to check. No alarm was noted on the system controller while reviewing the same alarms on the system controller itself. The patient stated that there was no loss of power to the unit or to the home. After speaking to the patient on (B)(6) 2025, the patient stated no issues or alarms since the change out of the mpu. The patient stated that if the system controller moved in a certain way, while on the mpu, the mpu would alarm. This could not be replicated in the clinic, so there was only verbal evidence from the patient to go off of. The mpu would be returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) alarming intermittently was not confirmed. The returned mpu (serial number (B)(6)) was functionally tested at the service depot and performed as intended. Atypical events and alarms were unable to be reproduced throughout all testing, even when the unit¿s patient cable was manipulated. The serviced and tested mpu was returned to the customer site after passing all tests per procedure. The provided log files did not capture any atypical events or alarms, and the system operated as intended throughout the data. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from the mpu. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.